Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 trocar deflated and would not re-inflate. Several attempts were made but the seal had broken and would not hold air. A second kit was opened and the case was completed without further issue. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 04/08/2021. An investigation was conducted on 04/13/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the btt body. A mechanical evaluation was conducted. Air was inserted into the silicon balloon and the balloon would not inflate. Bubbles were seen rapidly releasing from the puncture during a bubble emission test in plain water. A small puncture was observed on the silicone balloon on the most distal end of the btt closest to the 1st seam. Based on the returned condition of the device, the reported failure "inflation problem" was confirmed. The c of c was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 25154919 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 trocar deflated and would not re-inflate. Several attempts were made but the seal had broken and would not hold air. A second kit was opened and the case was completed without further issue. The hospital did not report any patient effects.